Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause as to why the cable was not connected to the cp board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the inspection of the returned asset device, it was found that the equipment was not turning on due to the cable which was found disconnected for the printed circuit board. The issue was resolved after reconnecting the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, high flow insufflation unit, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the unit was not turning on. This report is being submitted for the event found during evaluation. There was no patient involvement.